Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The rv thresholds rose from 0.5 volts to greater than 2.5 volts. Analysis of the device memory indicated a r-wave amplitude measurement issue. The r wave amplitude initially was 10 millivolts which suddenly dropped to 1.4 millivolts. No undersensing was noted on the electrogram.

Event description:
It was reported that right ventricular (rv) lead exhibited a drop in sensing, an increase in thresholds and a rise in thresholds. The lead dislodged and was suspected to have perforated the patient. The patient reported feeling pain. The lead was programmed off and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.